Event description:
Information received from the field notes that the patient was dizzy and near-syncope while sitting in a chair. The ecgs showed loss of capture and no visible back-up pulses for approximately 12 seconds while programmed to auto- capture. The physician programmed the autocapture off until the software could be downloaded. The download was successfully completed and the device remains implanted.